Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all pockets for sub drawer 2-1 failed in the cubie map. A field service engineer replaced the drawer and module controllers, but there was no change. It was noticed that in hardware test application, the drawer and pockets were detected and all tests passed without issue, the pockets were redetected in the medication application without any failures after being reinserted. The customer was able to inventory without issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, it had a tower failed cubie drawer. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.